Event description:
Subsequent to the initial supplemental, a correction is required.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem ¿ correction to product registration and UDI. D4 UDI: - correction. H2 type of follow up: - correction. H10: corrected data.

Event description:
It was reported that a detached needle or cannula occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).